Event description:
It was reported that the device had intermittent loss of capture and was at elective replacement indicators. Telemetry could not be completed. It was also reported that the patient presented to the emergency room and when a wand was placed over the device the patient went syncopal. The patient also went into an idioventricular rhythm. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model.